Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were in a motor vehicle accident on (B)(6) 2016. The patient noted that since the accident, there has been a lot of pain in the middle of their back, hip, knee, and right ankle. The patient noted their implantable neurostimulator (ins) is located on the same side as the car hit them. They mentioned they are constantly in pain, and explained it felt like someone ripped their ins from their side. The patient stated they have to put their legs in a certain way, like they did before being implanted, due to the pain. They noted that on (B)(6) 2017 their stimulation turned off on its own, but they were able to turn it back on. Their stimulation was on for 5 minutes, and then shut off again. The patient can tell when the stimulation shuts off, because they can no longer feel it. They mentioned that then they sync with their programmer, they see an end of service (eos) message. The patient stated their device was checked with a clinician programmer, and it was determined it needed to be replaced. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had their device replaced last february. The patient stated that they were not sure if the device had to be replaced because of the car accident or because of battery depletion. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they had an appointment coming up the following (B)(6) with their physician. Patient reported they are still in constant pain and was going to meet with a manufacturer representative.